Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had a bump near the incision site. The doctor assessed the incision site and made the decision for surgical intervention in which the lead anchors were buried a little deeper. The patient's therapy was restored post-operatively.